Event description:
The user facility reported that upon completion of a processing cycle the unit emitted an odor. The user facility also reported that an employee experienced burning eyes and throat. No treatment was sought or administered and the employee is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the unit and found the sterilizer to be operating properly; no issues noted and the technician could not duplicate the reported odor.